Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: no devices were available for analysis. Medical records received and evaluation. Not performed as medical records were not received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that surgeon revised patient's right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that surgeon revised patient's right hip.